Manufacturer narrative:
It was further reported that the pt was transferred to another institution after the surgical procedure and no further details were available. The potential for the reported event is described in the adverse section of the instructions for use. "The following adverse events may be associated with the use of any rectal device: infection, obstruction, perforation, pressure necrosis, excessive leakage of fecal contents, loss of sphincter tone."

Event description:
It was reported that the pt had a zassi catheter (6cm) inserted for a total of 5 days. The pt began to experience copious diarrhea coming out of the vagina. It was further reported that the drs decided that a rectal fistula was the cause of the vaginal diarrhea discharge. The pt was taken to surgery and a ostomy surgery was performed.